Manufacturer narrative:
Updated data: b2. B5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to under expansion of the valve while the patient was rapidly paced. It was reported that the bav was pulled aortic prior to complete deflation, causing the valve to dislodge. Prior to the dislodge, the implant depth on the non-coronary cusp (ncc) measured 3 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) measured 4mm. After the dislodge, the implant depth on both the ncc and lcc measured 15mm. A second 26 mm valve was implanted without issue. The second valve had a post-implant depth of 5mm on the ncc and 6mm on the lcc with an 8 millimeter of mercury (mm hg) gradient. A 30 minute procedural delay was reported as a result of the dislodge. Subsequently, a permanent pacemaker was implanted due to an unspecified atrio-ventricular (av) block. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic guidewire was used during the procedure. Additional information was received indicating that the type of conduction disturbance was a complete av block with intermittent con duction as well as a high-grade av block. Per the physician, the dislodged valve did not contribute to the conduction disturbance.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to under expansion of the valve while the patient was rapidly paced. It was reported that the bav was pulled aortic prior to complete deflation, causing the valve to dislodge. Prior to the dislodge, the implant depth on the non-coronary cusp (ncc) measured 3 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) measured 4mm. After the dislodge, the implant depth on both the ncc and lcc measured 15mm. A second 26 mm valve was implanted without issue. The second valve had a post-implant depth of 5mm on the ncc and 6mm on the lcc with an 8 millimeter of mercury (mm hg) gradient. A 30 minute procedural delay was reported as a result of the dislodge. Subsequently, a permanent pacemaker was implanted due to an unspecified atrio-ventricular (av) block.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic guidewire was used during the procedure.